Manufacturer narrative:
The proximal segment of the lead was received at our post market quality assurance laboratory. Upon receipt, a thorough evaluation of the lead segment was performed. Testing was completed to assess the lead segment's electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with the proximal segment of the lead.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate shock therapy due to oversensing of noise. Noise was observed during threshold testing and in ambulatory recorded events. The noise was not reproduced during pocket manipulation. Additionally, it was reported that the rv lead exhibited pacing inhibition and high out-of-range pace impedance of greater than 2,000 ohms. It was later discovered that the rv lead had fractured. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.